Event description:
It was reported that a (B)(6) female who had undergone an abdominoplasty in (B)(6) 2009, was treated post operatively with v.a.c. Therapy in both acute and home care settings for a dehisced abdominal wound. It was reported that on (B)(6) 2010, during surgery for an umbilical hernia repair and scar revision, a foreign material was discovered away from the hernia and visually identified as a v.a.c. Granufoam dressing. It was reported that the pt exhibited no complications from the retained foreign material, and it was discovered by accident during scheduled surgery and removed.

Manufacturer narrative:
The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. Kci labeling, available in print and on-line states: "always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the pt's chart. Labeling also warns "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed."